Manufacturer narrative:
Additional information was received on (B)(6) 2016 that the customer had received the replacement cable. The customer plugged in the pump however it was unable to be turned on. The customer stated that they will remain on manual injections as insulin therapy. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable was ripping on (B)(6) 2016. The customer reported on (B)(6) 2016 the usb cable had completely ripped and the pump shut off due to insufficient power from being unable to charge the pump. The customer stated that their blood glucose (bg) level was high at the time of the call however did not provide a specific value. The customer declined to provide any bg information to tandem technical support. A replacement cable was sent to the customer.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different issue was identified.